Manufacturer narrative:
H4: the lot was manufactured from april 06, 2020 - april 07, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed, and there were no issues noted. Based on the sample evaluation finding, the infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through an india ce multirate infusor during patient use. This was further described as ¿the medication was not getting delivered to the patient when it was set at the rate of 5ml per hour¿. The device was filled with fluorouracil. To remedy the issue, the device was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.